Manufacturer narrative:
Concomitants: (B)(6) 244-03-03 - optetrak asy hi-flex ps cem fem, sz 3, right (B)(6) 200-04-33 - cemented finned tib. Tra sz 3f/3t (B)(6) 244-23-13 - optetrak hi-flex tibial insert sz 3 13mm (B)(6) 200-02-35 - three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 2 days after a right total knee replacement procedure, the patient underwent a procedure to address wound dehiscence. The patient suffered a fall while going to the bathroom and dehisced the wound. Initial surgery and revision surgery operative notes were provided. Description of procedure: the whole wound had been split open both superficially and deep. All of the old sutures were removed. Clot was removed. The patella was dislocated laterally. Retractors were placed. We then began to copiously irrigate out the joint. We bent the knee up, pushed the tibial baseplate anteriorly and removed it, and we continued the irrigation we then debrided all dead tissue. The patient was closed with nylon sutures. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: h6, clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e, g. The reason for the event related to wound opening reported cannot be conclusively determined but may be related to the reported patient fall. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.